Event description:
I was giving myself a b12 shot like I do every month. I didn't notice anything wrong with the syringe until I started to inject it and started leaking out of the side near the tip. The plunger did not deliver the full dose. Don't know how much I got but it wasn't my required dosage. It's a bd 3 ml syringe luer-lok tip 25g x 1 ref 309581, lot 8330730. FDA safety report ID# (B)(4).